Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv sensing decreased. The patient was diagnosed with partial lv dislocation. Lv lead was changed. An explant and/or out of service date was not provided.